Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The recommended guidewire size for this device is 0.018" as per specification. The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.018" guidewire without resistance or issue. The recommended sheath size as per specification for this device is a minimum 6fr. The customers 6fr introducer sheath was not returned for analysis. The investigator was unable to advance the device through a 6fr sheath due to a pinhole in the balloon material preventing negative pressure being applied to the balloon. A visual examination found no damage or issues with the blades. All blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was filled with inflation media to facilitate an examination of the markerbands and blades when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 31oct2024. It was reported that balloon issues occurred. The target lesion was located in the moderately tortuous and non-calcified vessel in the forearm. A 5.00 mm/2.0 cm/50 cm peripheral cutting balloon was advanced for dilation. However, when balloon was attempted to inflate in the lesion, the physician felt strange or unusual operating the wires. When attempting to remove the balloon, it was difficult to pass the balloon through the sheath. The procedure was completed with another of the same device. No patient injury was reported. However, device analysis revealed a pinhole in the balloon material.